Event description:
It was reported that the patient presented in-clinic for a routine follow-up. Device interrogation indicated that the battery had 1.2 years remaining longevity with high current drain. Device was explanted due to rapid battery depletion. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory via review of the device image and was due to high current drain. The cause of the high current drain was an anomalous component on the hybrid.